Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, a6, b5, b6, d1, d2, d4, d6a, d6b, g2, g4, h4, h6.

Event description:
Patient reported via company representative left side capsular contracture baker grade IV. Device has been explanted and discarded.

Manufacturer narrative:
Photo device evaluation: visual analysis of the photographs identified: ¿ anxiety - product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ pain: unable to observe since it is a medical event and is not related to the device. ¿ varied injuries: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ wrinkling: not observed ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ edema: unable to observe since it is a medical event and is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "left breast very swollen, with intense pain, shivering through the body and pain", "left side¿s breast had liquid" and "severe contracture" baker grade IV. Patient later reported "walls of the implant are well defined, slightly wavy." The recall was mentioned. Device has been explanted and discarded.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breast had liquid"; "severe contracture" baker grade unknown.

Event description:
Patient reported "left breast very swollen, with intense pain, shivering through the body and pain", "left side¿s breast had liquid" and "severe contracture" baker grade unknown. Patient¿s mastologist prescribed nimesulide every 12 hours, for 5 days and cephalexin every 6 hours for 7 days to treat symptoms. Device remains implanted.